Manufacturer narrative:
Section a4 and a5: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable as this is not an implantable device (cartridge). Section d6b: if explanted, give date: not applicable as this is not an implantable device (cartridge). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the cartridge had a manufacturing defect/was damaged and there was patient contact with the right eye. The procedure was completed using another johnson and johnson iol as back-up (same model and diopter). No medical or surgical interventions were required. There are no interventions planned in the future. The issue was not due to use error. The cartridge is not available for return. Through follow-up, it was learned that the damage was at the tip of the cartridge. Discharge of the patient was normal. The cartridge did not affect the surgery outcome. No further information was provided.